Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection and placement. No information about the implants is available.

Event description:
The patient had a right side si joint arthrodesis sometime before 2013 where three implants were placed. The patient had continuing leg and back pain. The patient presented to a different surgeon in 2015. Based on imaging, the surgeon concluded that the implants were too short and positioned too anteriorly to provide sufficient stabilization. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all of the implants. The patient is doing well following the revision surgery.